Manufacturer narrative:
Patient's weight not known so estimate used. No lot number or samples provided so DHR review and sample evaluation is not possible. A review of hollister's post market complaint database shows no other complaints of skin irritation for this product over the last 3 years. A review of the product risk assessment shows that the harm of skin irritation associated with the use of hollister's barrier products is present the risks are being reduced to the extent possible and this conclusion remains unchanged. The root cause of the reported skin irritation cannot be determined. Hollister will continue to track and trend the performance of the barrier in our post market complaint system.

Event description:
This report is for the seventh of seven patients reported through the same distributor who experienced skin irritation. It was reported that an end user experienced skin irritation under the hollister ostomy barrier. The irritation began immediately after he started to use the barrier. The patient saw 2 dermatologists and 2 stoma nurses and was prescribed dermacombin powder (which is a combination of neomycin sulfate, gramicidin, nystatin and triamcinolone acetonide cream). He has since tried competitor products with no improvement. The irritation continues and he is back to using hollister products.